Event description:
According to the reporter, hospital staff attempted to use the device with standard external adult paddles to administer a shock to a patient diagnosed in cardiac arrest. The defibrillator failed to charge. Another defibrillator was made available and used to treat the patient. The patient was subsequently described as "ok".

Manufacturer narrative:
Physio-control evaluated the device and verified an intermittent connection to the standard external paddles caused by the therapy connector socket assembly. Physio-control will replace the therapy connector socket assembly, confirm proper device operation and return the device to the customer.